Manufacturer narrative:
Info anticipated, but unavailable at this time.

Event description:
It was reported that during a lobectomy procedure, the device about half of staple line had unformed staple at 2nd firing. It was completed by additional suture. There was no adverse consequence to the pt.